Event description:
It was reported that this patient's communicator showed a red call doctor (rcd) alert which indicates a potential change in the patient's implanted device that was not transmitted. Further information was received indicating the rcd alert was triggered due to right ventricular (rv) high pacing impedance measurements out-of-range, that have increase gradually overtime. The patient's physician is already aware of the issue and a rv lead replacement is being scheduled. This rv lead remained in service and was eventually explanted and replaced. This product is not expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this patients communicator showed a red call doctor (rcd) alert which indicates a potential change in the patients implanted device that was not transmitted. Further information was received indicating the rcd alert was triggered due to right ventricular (rv) high pacing impedance measurements out-of-range, that have increase gradually overtime. The patient's physician is already aware of the issue and a rv lead replacement is being scheduled. This rv lead remains in service and no adverse patient effects were reported.